Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ventilator displayed a high priority alarm, a "red x on the screen", and that the unit stopped delivering breaths. From the communication, the biomed explained the logs showed that the vent entered buv (backup ventilation). Although it was reported that the ventilator stopped delivering breaths, the ventilator logs show that the ventilator entered into buv. The device was available for evaluation. The medtronic field service engineer inspected the device and confirmed the reported issue. The service engineer replaced the inspiratory flow module (imf) printed circuit board assembly (pcba). The ventilator passed all testing per manufacturer specification at the time of service. One imf pcba was returned to medtronic for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced imf pcba resolved the issue in the field; however, the returned component was analyzed and tested satisfactorily. With the information available, a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received and updated in section a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ventilator displayed a high priority alarm, a "red x on the screen", and that the unit stopped delivering breaths. From the communication, the biomed explained the logs showed that the vent entered buv (backup ventilation). Review of the ventilator diagnostic logs indicated the ventilator entered into buv at the time of the event. The device was available for evaluation. The medtronic field service engineer evaluated the device was able to determine the ventilator failed the extended self-test (est) with relevant diagnostic codes. The service engineer replaced the inspiratory flow module (imf) printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The potential cause of the reported event was isolated in the field to the imf pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 980 ventilator displayed a high priority alarm, a "red x on the screen", and that the unit stopped delivering breaths. From the communication, the biomed explained the logs showed that the vent entered buv (backup ventilation). The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Although it was reported that the ventilator stopped delivering breaths, the ventilator logs show that the ventilator entered into buv.